Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an ak 98 machine chassis during hemodialysis therapy. The machine was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. A local engineer evaluated the machine and found that the diva head was disconnected. The component was reconnected and the machine functioned normally. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the aged component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.